Event description:
It was reported that there was a haptic issue with a preloaded intraocular lens (iol) device - haptic was already unfolded when leaving the barrel tip. The haptic scrapped the capsular bag leading to vitrectomy. The iol was implanted and removed during the same procedure. A za9003 model lens was placed. We learned through follow up that it was the leading haptic that caused the issue. The incision was enlarged and sutures were required. The patient is reportedly doing well. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.